Event description:
As per user facility report (B)(4): pt had bilateral hip replacement at other facility in another state by another ortho surgeon in 2011. Pt developed chronic pain in l lower extremity and claims to have had pain ever since original surgery. Pt was referred to another ortho surgeon. He underwent a workup and was determined to have a recalled modular stem in place. Pt was admitted to the hospital on (B)(6) 2014 for failed l total hip replacement and a product recall. Pre op dx: failed l total hip replacement. Post op dx: aseptic loosening of the acetabular cup and recall modular femoral stem.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.